Event description:
Huntleight healthcare was informed that three pts had developed skin issues while the flowtron out prophylaxis system was in use. At the time, these pts had on a dvt 10 calf length garments to the lower extremities. In conjunction with antiembolic stockings. Based upon the investigation, huntleight dues not believe the dvt system + calf garments were contributory in these events.